Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited a bipolar lead impedance warning and a low impedance warning also. Over-sensing of sensing integrity counter (sic) episodes was also observed. Lead insulation breach was suspected. The rv lead remains in use. No patient complications have been reported as a result of this event.